Event description:
It was reported that, on an unknown date, the plate bending piece for the locking calcaneal plate cutter was found to be broken off. It was reported that the device did not malfunction during surgery while being used on a patient. It was also reported that this event did not contribute to death or serious injury. No further information is available at this time. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. No part received for DHR review, therefore DHR review is deemed to be indeterminate. Subject device has been received and is currently in the evaluation process. Investigation is on-going; no conclusion could be drawn.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device was received for evaluation with complaint category ¿broke¿. The cutter base/seating pin has sheared off at its interface with dowel pin and was not returned for evaluation. The product drawing for the plate holder component which broke indicates the part is to be manufactured from 440b stainless steel, an appropriate material for cutting instruments. The hazard of "breakage of instrument" has been addressed in the design and clinical risk management. Since the cutters are multi-use instruments, the number of plates sold, therefore cuts made, is considered. Per their technique guides, these cutters are recommended for use with the locking calcaneal plates, pilon plates, -hole locking attachment plates, universal locking trochanter stabilization plate, and in the elbow set for the olecranon plate. The design is adequate for its intended use and did not contribute to this complaint condition. Therefore, this complaint is invalid from a design perspective. Two depth gauges for 2.0mm and 2.4mm screws (part number 319.006) were returned for evaluation with complaint category "broke". The needle has sheared off both returned devices at the interface with the depth gage body. The thickness of the needle (1.25 mm) is driven by the fact that the needle must fit into a drilled hole of ø1.5 mm, and the length (80 mm) is determined so the slider can measure screws up to 40 mm. The material of the needle probe component is extra hard 316ss, which is an appropriate material for an instrument component of this type. The risk associated with an instrument breaking or bending either due to material or geometry is adequately assessed in the risk analysis for the compact hand/modular hand system with a moderate severity of harm "3" and an improbable probability of occurrence "1" with possible harm of "significant prolongation of surgery". To reduce the risk of accidental breakage, a protective sleeve is included with the device that threads onto the nose piece and protects the needle when not in use. It cannot be determined if it was used as recommended but the location of the breakage on the needle shaft is contained within the protection sleeve when the device is assembled. Furthermore, no protection sleeve was returned with either depth gauge which suggests they were not used as intended. The design is adequate for its intended use and did not contribute to this complaint condition. Therefore, this complaint is invalid from a design perspective.